Manufacturer narrative:
Product has been received and is in the process of eval. Once the eval is complete, a supplemental will be sent.

Event description:
The reporter stated that there was leakage from a broken connecta. The pt did not receive a full dose of the drug due to the leakage and experienced low blood pressure. Add'l info received via e-mail on (B)(4) 2013, the reporter stated that the drug that was being administered was noradrenaline. The nurse noticed that the connecta was leaking and the pt experienced a loss of blood pressure. The pt's blood pressure was 40/20mhg. The connecta was changed and the drug was re-administered. They attempted to stabilize the pt. No further info is available.